Manufacturer narrative:
Additional information received indicated the patient was never discharged from the hospital after the event and was reported to have expired 34 days post tavr procedure. The official cause of death is unknown. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicated the patient¿s death was likely due to a gi bleed. The patient became progressively acidotic and never recovered.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures and conduction system defects (heart block) which may require a permanent pacemaker are known potential complications associated with the tavr procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the injury leading to the pericardial effusion could not be determined. It may be related to procedural factors. The complete heart block was likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tav procedure, the patient developed a pericardial effusion, requiring a pericardiocentesis and blood transfusion. The patient also developed a complete heart block which required the placement of a ppm two weeks post procedure. Bav and the 23 sapien 3 valve were placed without difficulty. Post deployment 2+ paravalvular leak was noted and the valve was post dilated with 1+ cc. The patient remained hemodynamically stable throughout procedure and during groin closure and removal of esheath. The valve was noted to have 1+ pvl, which the team was willing to accept due to large calcium burden at annular level. Approximately 10 minutes after sheath removal, echo noted that ventricle was failing and ef was 15-20% (from 50%). The patient's bp was 56/60 with a heart rate of 38 and in a complete heart block. Because the transvenous temporary pacer was already removed, the patient had to be externally paced. CPR was initiated. The left main artery was assessed and showed the left coronary system was patent with good flow. The patient was then placed on cardiopulmonary bypass by cardiac surgery and iabp was inserted. Echo then showed a large pericardial effusion. A mini thoracotomy was obtained and the large effusion (>600 cc's) was drained. The patient was transfused prbc's and ffp. Echo showed no evidence of root rupture or ventricular perforation. The chest incision was closed and a drain was placed. Iabp was resumed and pacing wire was inserted via ij. The patient was transported to the ICU in critical condition. Pod2 the patient's lv function was noted to have improved, but remained with a iabp in place in the ICU. The patient was weaned from iabp and was extubated on pod6. Additional information provided confirmed the patient received a dual chamber pacer approximately 2 week post tavr, was extubated and had a trach. The patient is awake, alert, and very happy.